Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user was unable to unlock the ilet device and the screen was scratched or cracked, and a replacement was arranged. Symptoms included no clinical effects reported. Outcomes included no impact to health or need for medical care. Investigation included customer service troubleshooting and replacement logistics. Investigation revealed a device usability and hardware issue involving an unresponsive or damaged display, with failure to unlock despite attempts on and off a charger. It was concluded, based on previously established findings for similar reports, that the cause was device hardware damage leading to screen unresponsiveness.